Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensed noise was observed on the lead. The physician extended the detection interval to allow for return to sinus to occur. The patient will be monitored.